Manufacturer narrative:
The lot was manufactured from march 03, 2019 - march 05, 2019. The two (2) actual samples were received for evaluation. Unaided eye visual inspection was performed which observed foreign matter that appeared to be white plastic shaving inside the upper left of the bag of both samples. Additional magnified inspection verified a loose curved white shaving that appeared to be a plastic piece approximately 0.25 inches in length in the inside upper left of the bag of both samples. Further infrared (ir) testing identified the particles as acrylonitrile:butadiene:styrene (abs). Proximal, distal, and interior faces of each bag septum were examined; no evidence of needle strike or scrape was observed in either septum. No functional testing was performed. The reported condition was verified. The cause of the particulate could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 500ml eva (ethylene vinyl acetate) tpn (total parental nutrition) bags had particulate matter, further described as 'floaties". The event was observed when the bags were being checked. There was no patient involvement. No additional information is available.